Event description:
Event description guidant received information that upon interrogation of this cardiac resynchronization therapy defibrillator (crt-d) oversensing was noted on the right ventricular rate/sense electrogram. All episodes were noted to be non-sustained; however, pacing inhibition was noted. The patient, who is pacemaker dependent, was symptomatic due to the pacing inhibition.